Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of a left common iliac artery dissection using gore® excluder® aaa endoprostheses (excluder) with embolizing a left internal iliac artery using coil. A entry at the left common iliac artery and a re-entry at the left external iliac artery of the dissection were covered by the excluders. On (B)(6) 2021, a computed tomography angiography revealed migration of the distal end of plc141400j to proximal that implanted the left external iliac artery and a distal type I endoleak into the re-entry of the dissection. It will be monitored because the endoleak was slightly present. On (B)(6), a computed tomography revealed residual distal type I endoleak. On (B)(6) 2021, a reintervention to place additional stent graft to extend distally was performed. The migration was approximately 1.5 cm. The type I endoleak was resolved. The physician stated that the migration was probably due to the strong tortuosity. Migration could have been prevented if the stent graft had been placed more distally than the re-entry, but it was inevitable because it was intentionally placed just above the bone head instead of more distally.